Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt distribution node to rear te cable was severed, all wires cut the root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.